Event description:
It was reported that the patient had swelling of the face and terrible headache pain. The patient¿s head had been hurting really bad and her face was now swollen. The patient had no falls or trauma and her stimulation was on at the time of the report. The patient¿s head had been pounding and she was in terrible pain for the past week. The patient¿s son wanted her to go to the emergency room (ER), but she did not think they would help her. The swelling had been occurring over the last couple of days. The patient thought it may be from allergies, but she was not sure. Later that day, it was reported that the patient had a loss of therapeutic effect. The reporter stated that the patient had been having ¿major headaches for the past couple of weeks.¿ the patient could turn the stimulation up until she felt it, but it made the headaches worse. There was no known accident or incident related to the event. Two days later, it was reported that the patient had excruciating migraines. The patient could not have the settings at 4.5 to 5.0 for more than a minute or two before she felt lightheaded; although the pain went away, but she could not think properly, ¿like a numbing feeling.¿ the reporter stated that this started six months to a year ago. A CT scan ¿last (B)(6)¿ showed everything was fine. Additional information received reported the patient could feel stimulation when on ¿or a difference when turned off¿ but it is not providing the benefit it did prior to four months ago. The patient believed there might be some electrodes out. The patient was implanted for headaches and sometimes will pass out when getting headaches. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# v007920, implanted: (B)(6) 2008, product type: lead. Product ID: 377775, lot# v012067, implanted: (B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).